Manufacturer narrative:
(B)(6). An alarm indicative of a potential malfunction of the disposable cassette was reported. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. However, a leak was reported from an unspecified location, which is known to cause this alarm. The cause of the leak could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice device experienced a system error 2240 alarm. The patient was connected at the time of the alarm. This occurred during forth dwell of peritoneal dialysis therapy. During troubleshooting, it was reported that there was a leak from an unspecified location. Some of the solution was found on the floor but the source of leak was not identifiable. Renal therapy services assisted the patient to end the therapy session. The patient would start over with new supplies. There was no report of patient injury or medical intervention associated with this event. No additional information is available.